Event description:
It was reported that the image of the gastrointestinal videoscope was black. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube and air/water tube and cylinder tube had foreign objects and the plug unit, circuit board unit in the scope-connector and shield cover were dirty. Based on the results of the investigation, the most likely cause of the black image was damaged to the light guide bundle. The most likely cause of the foreign material in the scope was unable to be determined. The dirty parts in the scope was most likely caused by fluid invasion. The foreign material in the scope can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.